Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the left common iliac artery with no tortuosity and no calcification. An 8.0mmx59mm omnilink elite stent delivery system (sds) was advanced to the lesion. On inflation of the balloon of the sds, a leak was noted at the hub. The stent was successfully implanted despite the leak to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents reported from this lot. The investigation was unable to determine a definitive cause for the leak. The most probable cause may be related to unit handling and/or use post preparation of the unit. Aggressive tensile, compression or shear loading on the sidearm during removal from the packaging or during the procedure may have impacted the integrity of the glue joint to cause a slight separation within the glue joint bond and lead to the intermittent leak of the joint that was observed. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.